Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received one sample. The sample was visually inspected. No foreign matter was observed on the needle. What was observed was possible excessive expoxy from the base of the needle to the cannula shaft. A complaint history review was performed and this is the 1st related complaint reported for the defect/condition on lot number 5060796. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI#:(B)(4).

Event description:
It was reported foreign matter was observed on the 18ga x 1 1/2in bd¿ blunt filter needle. There was no report of injury or medical interventions.